Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01852, 3005168196-2021-01854, 3005168196-2021-01855, 3005168196-2021-01856, 3005168196-2021-01857.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and penumbra smart coil handles (handles). During the procedure, three smart coils would not detach with the three handles and were manually detached. Therefore, the handles were not used for the remainder of the procedure. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2021-01853: section h. Box 6. Device code 1. This report is associated with MFR report number: 3005168196-2021-01852; 3005168196-2021-01854; 3005168196-2021-01855; 3005168196-2021-01856; 3005168196-2021-01857.

Manufacturer narrative:
Evaluation of the returned handle could not confirm the reported complaint. Further evaluation revealed that the nosecone was detached from the handle body and not returned for evaluation. Based on the returned condition, functional testing could not be performed, and the root cause of the reported complaint could not be determined. There were no other damages observed on the handle. Penumbra handles are visually inspected and functionally tested during incoming inspection. Section h box 6 (4316): the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01852, 3005168196-2021-01854, 3005168196-2021-01855, 3005168196-2021-01856, 3005168196-2021-01857.